Manufacturer narrative:
This is a correction of health impact code grid, evaluation method grid. Summary is also updated as below: the field service engineer (fse) evaluated the device onsite. It was determined that monitor was not switching on due to a defective therapy board. Hence fse replaced the therapy board (dfm100 assy therapy , (B)(6)) to resolve the issue. The device remains at the customer site and no further evaluation is warranted at this time based on the information available and the testing conducted, the reported problem was determined to be due to a defective therapy board. The reported problem was confirmed.

Manufacturer narrative:
(B)(6). The remote service engineer (rse) evaluated the device remotely. It was determined that motor was not switching on due to a defective therapy board. Hence therapy board (453564489061, dfm100 assy therapy) was replaced to resolve the issue. The device remains at the customer site and no further evaluation is warranted at this time.

Event description:
This report is based on information provided by remote service engineer (rse) personnel and has been investigated by the philips complaint handling team. Philips received a complaint on efficia dfm 100 defibrillator monitor indicating that monitor is not switching on. The device was in clinical use for patient at the time of the event, however no patient harm was reported. The efficia dfm100 defibrillator, model# 866199, is substantially similar to the heartstart xl+ defibrillator (model # 861290) and will be reported in the united states under device model # 861290.